Manufacturer narrative:
H investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient presented with diffuse lamellar keratitis (dlk) in both eyes one day post laser treatment. The patient was prescribed a topical steroid. The patient was seen in follow up and the symptoms have resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. No patient file was provided, the related treatment could not be identified. No technical issue with the system can be identified by reviewing the logfile. No technical root cause was identified as the system was operating within specifications. The root cause cannot be determined conclusively. (B)(4).